Event description:
It was reported that during a follow up in clinic, far field r-wave oversensing was noted on the device. The device was reprogrammed to resolve the event. The patient was in stable condition.